Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd injector locking n40-o had leakage at the luer. The following information was provided by the initial reporter: material # 515056. Batch # 2406301, 2410301. Verbatim: customer has mentioned that the patient has come back with clamp on the connector & injector connected, but with a powdery substance where the leur of the IV tubing meets the n40-o locking injector and found in the clamp. Hcp-not satisfied with this being found at the connection site. Please reach out to the following people-staff, thus oir has occurred three times in the last three weeks.